Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿silicone rupture".

Event description:
Healthcare professional reported left side "silicone rupture." Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one extended opening, yellow particles was found on the shell and fold creases. A weight test of the device was verified and the device is underweight. A microscopic analysis was performed which identified one opening sharp and wear abrasion. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is a sharp edge opening in the side posterior assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported left side "silicone rupture." Device has been explanted.